Event description:
Affiliate reports this broken screw was removed from the patient. It appears that device breakage occurred post operatively, resulting in an adverse event. Also see mfg medwatch report numbers: 1526439-2013-30137. 1526439-2013-30509.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the mis ti cortical fixation fenestrated screw revealed that the tulip head had been dislodged from the screw shank. Significant gouging and material deformation was also noted on the screw shank thread. This damage most likely resulted from the removal of the screw. Review of the device history record found no discrepancies. A twelve month complaint trend analysis was conducted and the device family has been reviewed as a part of post market surveillance activities with no design actions required as a result. The root cause for the screw head dislodgement is undetermined. However, it is likely that the screw head was subjected to a higher than anticipated load, resulting in head dislodgement. No corrective action is necessary at this time as there has been no issue identified in the manufacturing or release of the device. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction: the screw head broke away from the screw shaft intra-operatively.